Event description:
It was reported that the patient with lung cancer, hospitalized in respiratory medicine department, undergone first catheter insertion on (B)(6) 2019. On (B)(6), it was found that infusion did not go smoothly through the catheter. Therefore, 5cm of the catheter was removed and a crack was observed 2cm away from the puncture site, leading to outflow of fluids.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 35cm and 36cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Multiple circumferentially aligned kink impressions were observed in the vicinity if the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1829 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recp1829) have been reported from the same facility in (B)(4).

Event description:
It was reported that the patient with lung cancer, hospitalized in respiratory medicine department, undergone first catheter insertion on (B)(6) 2019. On (B)(6), it was found that infusion did not go smoothly through the catheter. Therefore, 5cm of the catheter was removed and a crack was observed 2 cm away from the puncture site, leading to outflow of fluids.